Event description:
It was reported that the user experienced an occlusion while using an infusion set on the golf course, the occlusion could not be cleared via the device alarm, and blood glucose rose to 394 until the user returned home, changed the infusion set, and corrected levels; this aligns with an obstruction of flow associated with the connector/coupler of the infusion set. Symptoms included hyperglycemia with nausea. Outcomes included insufficient information to further characterize longer-term impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.